Event description:
On (B)(6) 2012, pt went to (B)(6) for his medtronic 8835 pump to be refilled with morphine. During this process, as the nurse was sticking pt with a needle, pt told nurse he was feeling pain, nausea and a cool liquid entering his stomach. The nurse readjusted the needle and pushed it deeper into the port. After the procedure, pt continued feeling nauseous. The nurse called in a coworker who reassured the pt that everything was fine. Pt left, brought a (B)(6) and started feeling good after drinking it. Pt got into his car and drove off. From that moment all he can remember is seeing a (B)(6). The next thing he knew, he was finding himself on the floor the following day ((B)(6) 2012) in his house. He couldn't get up so he called 911. He then realized that he couldn't hear anything. He called 911 a second time and because of the hearing problem, he left a message. When returning the phone to its base, he remembers hitting something and then had a blackout. The next thing he knew was seeing people with flashlights around him. He was rushed to the e.r. While there he couldn't walk, the neurologist examined his right ear and inquired about what had happened. Pt explained, as outlined above. Many medical tests were done (eeg, head exams, and scopes were inserted down his throat). At the end nothing wrong was found. In (B)(6) 2012, pt went back to the neurologist for final tests. Several probes were attached to his head. A heart monitor was also attached to his heart. About ten different types of blood work were done. The neurologist finally concluded that the pump must have had a leak through which the morphine infiltrated into his body. Pt would like for someone to be held financially responsible for this. (B)(6).